Event description:
It was reported that the patient faced an event where they mentioned infusion set leakage at the site and they faced high blood glucose which they treated using insulin via pump on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain. E1: name: (B)(6). Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.